Event description:
It was reported that the patient perceived higher insulin use than usual while using an ilet system integrated with a dexcom g6, with no alerts, occlusions, or leaks identified, and with recent sporadic g6 connectivity noted. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included remote troubleshooting and education focused on verifying infusion system integrity, inspecting for leaks at the cartridge and infusion sites, and reviewing cgm connectivity as a factor affecting insulin delivery decisions. Investigation of this case revealed no device malfunction, no evidence of leakage or occlusion, and that intermittent cgm signal loss could influence automated insulin delivery behavior through missing or delayed glucose data. It was concluded, based on previously established findings for similar reports, that the cause was user environment and cgm communication variability rather than a device hardware failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.